Manufacturer narrative:
Batch review performed on 12 may 2026: lot 2431367: (B)(4) items manufactured and released on 03-mar-2025. Expiration date: 2030-feb-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had primary surgery using competitor products. On (B)(6) 2026, the patient`s competitor stem was revised to a quadra-p cemented std. Size5 and a 32mm biolox delta head m. On (B)(6) 2026, the patient came in presenting pain due to a subsided stem as the result of the cement not adhering to the patient`s bone. The surgeon revised the stem to distal stem d 20mm l 140mm straight and revised the head to a same size head. The surgery as completed successfully.